Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited intermittent capture. The leadless ipg was reprogrammed but intermittent capture persisted. The leadless ipg was inactivated and replaced. No patient complications have been reported as a result of this event.